Event description:
It was reported to boston scientific corporation in 2008 that during a replacement procedure, the bolster of a securi-t replacement bolster device detached. According to the complainant, the bolster was removed from the patient's stomach using a scope without any problems. The device was replaced with another securi-t replacement bolster device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.